Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4) on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. On (B)(6) 2015, fse verified with customer that new computer had arrived and been setup but found out that the analyzer was not communicating with the new pc. Fse had customer find the keyspan serial adapter driver disk and reinstall the drivers. In the process, customer changed the port mapping settings from dynamic to geographic, which fixed the issue with analyzer to rps communication. On (B)(6) 2015, the customer reported that the analyzer, rps, and lis are communicating. The customer initially was not able to get results across from the rps to the lis, but changed the connection setting from unify to individual in the rps, it worked. The customer calibrated and ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was reporting software.

Event description:
On (B)(6) 2015, a customer reported g8 - rsp all in one computer fried- electrical smell and black screen with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.